Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem cat: 183004 lot: 588250, vngd cr tib brg cat: 183520 lot: 948180, biomet cc I-beam tray cat: 141222 lot: 586510, biomet arcom 3 peg/post cat: 184764 lot: 378640, unknown tibial stem, unknown offset adapter. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported a patient underwent a primary total knee arthroplasty . Subsequently, the patient experienced a non union femur fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.